Event description:
It was reported that during a low anterior resection procedure the device was fired it cut the top line of staples fired (specimen end) but the lower end did not appear to fire any staples. The patient had a hartmanns procedure.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time. Additional information provided: who fired the device, the surgeon or someone else? The surgeon. Was the sales rep. Present as the incident occurred? No. Was the user trained? Yes- been using the device for 4 years. How often has this person used the device? Once a month? On which firing(s) did this event occur (1st, 2nd, 3rd, etc)? First and only. After the closure trigger was advanced, did the surgeon reposition the tissue? No. Did the surgeon inadvertently grasp the firing trigger prior to firing the instrument? No. Was the closure trigger latched prior to firing the device? Yes- the surgeon heard a ¿click¿. Was the surgeon able to confirm that the intended tissue was in the closed jaws of the instrument prior to firing? Yes- although visibility was poor as the tumor was very low. Was the tissue evenly distributed within the jaws of the instrument? Yes. What was the patient¿s pre-op diagnosis? Unk. Please provide the patient¿s sex, age and weight. Unk. What is the current status of the patient? Fit and well, the patient had a hartman¿s procedure.